Event description:
It was reported that during central processing, the 0-degree endoscope had a missing disk. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 0-degree endoscope instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated and confirmed the customer reported complaint. The instrument was found to have a missing aea retaining ring. The instrument had a laser marking on the housing. The endoscope cannot be repaired and will be scrapped. A review of the instrument log for the 8mm 0-degree endoscope (470026-64/sf1907005) associated with this event has been performed. Per logs, the 8mm 0-degree endoscope instrument was last used in a procedure on (B)(6) 2022. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the xi endoscope was found with a missing camera instrument adapter (aea) component. A dislodged camera adapter and/or missing retaining ring results in poor camera control, which could result in unintuitive motion and subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.